Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's peripheral nerve stimulation system was removed that the day of the report because it stopped being effective and the implantable neurostimulator (ins) was not providing relief. The system was not effectively treating pain. The patient first met with the hcp in (B)(6) 2015 about this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.